Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that the pt was having trouble charging the implant since yesterday and is "operating erratic". The pt described seeing recharge your implanted device soon and replace the controller batteries soon messages. The pt stated yesterday, the controller never displayed that recharger was in the "right position" and controller was not flashing green or saying that implant was recharging. Pt stated they tried all day but implant would not charge above 50%. Pt then saw reconnect the cable if necessary message. Pt stated sometimes implant takes 15-20 minutes to charge and when you had a "bad day" or are sore, the implant takes longer to charge. The manufacturer's patient services specialist (pss) had the pt inspect for damage; the pt stated they saw green on both the "terminals" of the recharger pins and in the controller port. The pt then mentioned that the recharger got hot on their back but did not burn. Pt saw controller at 60% and implant 80% but then saw "charger interrupted" and the pt stated recharger looked erratic. Pt stated their hcp told them pt may get 60-65% pain relief from the implant but pain will never be 100% gone. Pt asked - agent reviewed implant battery and controller battery life expectancy. The issue was not resolved. A replacement recharger and controller were sent out. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745, (serial: (B)(6), product type: 0201-programmer patient; implant date n/a; explant date n/a, section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s, (serial: (B)(6), product type: 0213-recharger brand name intellis; product ID 97745 (serial: (B)(6), product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6), implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3: analysis of the recharger (product ID 97755-s lot# serial# (B)(6)) found it had a damaged connector and the pins are bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.